Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product was mislabeled. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was found to have a different china label showing in the outer package of the product.